Manufacturer narrative:
Based on the claim against the product by the customer noting a spark, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the instrument log for the maryland bipolar forceps instrument (pn 420172-17 / lot# n10210719-618) associated with this event has been performed. Per logs, the instrument was last used on 25-oct-2022 on system sh1738 for approximately 20 minutes. The alleged event occurred on the 4th use of the instrument with 6 remaining. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the maryland bipolar forceps instrument showed a spark in the wrist region when energy was activated. At this time, it is unknown what caused the arcing to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the maryland bipolar forceps (mbf) instrument showed a spark in the wrist region when energy was activated. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument and cannula were inspected prior to use with no issues identified. Arcing was observed while cauterizing using a conventional valley lab eletrosurgical unit with the generator settings for cut and coagulation both on 30. The arc reportedly was ground at the patient¿s abdominal cavity. No intraoperative instrument collisions were observed. When the arcing event occurred, it was not observed if the instrument tip was in contact with the tissue. The instrument tip(s) did not touch any staples, clips or sutures while energized. The surgeon believes the arcing event was caused by a one-time failure of the forceps. No patient harm was reported, and the patient has not returned due to any post-surgical complications. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the primary failure of thermal damage on the bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip bases between the grips. The instrument passed the electrical continuity test. Upon visual inspection, there was no damage to the conductor wire observed. There were no missing pieces. Common causes of the failure mode are typically attributed to mishandling/misuse for example by insulation degradation and carbonized tissue creating a conductive path. The root cause of this failure is typically attributed to the mishandling/misuse. The complaint regarding a spark in the wrist region when energy was activated was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.